Manufacturer narrative:
The product was unavailable for return as it remains implanted the pt. Therefore, an evaluation of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided. All valves are 100% tested at the time of MFR. Additional pt/device info: the pt is experiencing headaches, dizziness, and other hydrocephalus symptoms. It was reported that physician was eventually able to adjust the pt's valve settings. He will continue to monitor the pt's condition for the next few months.

Event description:
It was reported to medtronic neurosurgery that a strata valve was placed in a (B)(6)lady who was suffering from slit ventricle syndrome. She had had too low of intracranial pressure after many years of shunting. She was symptomatic from hydrocephalus in the very early post-op period, so the physician adjusted the valve's pressure level setting to 1.0. The pt was doing well on that setting for several weeks. The pt then got a middle ear infection, and around the same time her slit ventricle symptoms came back. When the physician tried to adjust the valve again, it wouldn't respond. The valve was set between pressure levels 0.5 and 1.0, and the physician could not get the valve to move to the other settings. The physician is having the pt's gp send her in for an x-ray to see if they can "read" the setting on the valve. The physician also reported that if he cannot get the valve to adjust, then he will have to replace it surgically.